Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
It was reported that the patient was revised nine months post-initial implantation due to loosening of the humerus and ulna components. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). D10: cat: 00840004415, lot: 65357091, humeral component plasma sprayed size 4 50 mm length for cemented use only. Cat: 00840009400, lot: 64895818 articulation kit size 4 1 axle pin, 1 humeral bearing a, 2 ulnar bearings b sterile product do not resterilize. Cat: 00840002407, lot: 65850710 ulnar component plasma sprayed size 4 75 mm length right for cemented use only. G2: foreign- australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device cannot be contaminated. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.